Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital, and needs someone to troubleshoot the insulin pump. Advised the nurse that the customer would need to conduct troubleshooting over the phone. The nurse stated that she would have the customer call in. The reason for the hospitalization was not reported.